Event description:
It was reported that the bottom jaw of subject device had fallen off. The issue was found during a therapeutic nephrectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
While the device information is unknown, d2 (procode) and d3 (manufacturing establishment name) were provided based on a default model assigned for submission. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.